Event description:
It was reported that the wireless module had intermittent connection with the pump. The event occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis with primary complaint that the wireless module had intermittent connection with the pump. Visual and functional testing was performed. There was no event history related to the complaint. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Confirmed primary complaint. Upon powering on unit with control module, unit would randomly turn off but it was confirmed wireless setting worked. Upon further investigation units time and date was incorrect. Charged unit for 3 days and left uncharged for 1 day to see if unit would hold the correct date and time. After 1 day unit passed test. The downstream occlusion (dso) seal was lifting. Replaced dso seal. Device passed all testing post repair.